Event description:
During service, the baxter repair technician reported that this device failed accuracy testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.